Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot#: va1z8cu, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the health care professional (hcp) that the doctor removed the ins and lead so the patient (pt) could have an MRI. The caller reported the lead broke during explant and a lead fragment remained in the pt. Technical services (ts) transferred caller to office of medical affairs (oma) for information on lead fragment and MRI. Additional information was received from a health care professional (hcp) on 2021-aug-04. The hcp called back on 2021-aug-04 and again reported the patient was needing an MRI of their lower back and sciatica (not alleged to be related to the device/therapy.) They stated the hcp already reviewed the information from the office of medical affairs (oma) but noted the hcp did not find it helpful. The caller was again inquiring if the patient could have an MRI. Technical services reviewed that it was a medical decision to proceed with an MRI and that the safety of scanning a portion of the lead was not addressed in MRI labeling. As the patient¿s hcp had already consulted with oma, technical services could not provide any additional assistance.